Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when unpackaging a 3.5x15mm nc trek rx balloon dilatation catheter (bdc) the 'wire' was noted to be broken. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. While the balloon was tightly folded (not inflated), there was blood on the balloon and in the guide wire lumen indicating that it may have been used in patient anatomy. Additionally, the hypotube (proximal) shaft was separated into two pieces; not fractured. The reported break was confirmed to be a separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.